Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 372 mg/dl. Customer stated that they using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at time of incident. Customer stated that they had disc from insulin pump for more than an hour for an magnetic resonance imaging and blood glucose was high. Customer stated that they was in the hospital because cap was swollen and they had difficulty in breathing but not related to diabetes. Customer stated that the nurse recommended to use intravenous drip to bring blood glucose down and customer disconnected from insulin pump again. The insulin pump will not be returned for analysis.